Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, making it unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. They provided instructions for returning the damaged pump and informed the customer of the steps needed to set up and connect their replacement pump. The customer acknowledged and understood all instructions and arrangements. Customer reverted to an alternative method of insulin therapy.